Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating this observation occurred during product maintenance testing. There was no patient involvement. One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had no related findings. Functional testing included use testing. The pump was powered on and displayed an error code alarm message. Further inspection found the pump had fluid ingression around the housings gasket. The microprocessor unit (mpu) board was replaced. Based on the evidence, the complaint was confirmed. The root cause was unable to conclusively be identified.